Manufacturer narrative:
Follow-up #1: date of submission 10/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump showed a replace cartridge alarm occurring on (B)(6) 2014 at 08:51; the pump deliveries were resumed at 09:26. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint the display screen was observed to have a pink contrast and the pump casing was observed to be damaged near the upper right corner of the display lens.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had an inaccurate delivery issue associated with blood glucose levels over 13.8 mmol/l. The reported blood glucose without reported symptoms does not meet animas criteria for an adverse event. The pump was unable to be reviewed during the contact. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.